Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time anomaly was confirmed in the laboratory. The hv capacitors were returned to the manufacturer for further analysis and an internal capacitor anomaly was found to be the cause of the extended charge time.

Event description:
It was reported when the patient presented in clinic, an extended charge time alert was issued after an in-clinic capacitor maintenance. A pop sound was heard during the charge. The displayed message indicated the long charge time occurred in 2013, prior to implant, during the manufacturing period. A second capacitor maintenance resulted in a normal charge time. The device was explanted and replaced. No adverse consequences were reported.